Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Conclusion: since the laboratory analysis confirmed that the device conforms to established specifications, no conclusion can be drawn regarding the inability of the physician to extend the fixation screw.

Event description:
Prior to an implant attempt, difficulties were encountered while operating the fixation mechanism of the device.